Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident. The insulin pump had insulin flow blocked alarm. Insulin exit during 5 unit fixed prime or fill cannula. Customer been using the insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump. The customer stated that they were not using the auto mode feature. The insulin pump will not be returned for analysis.